Event description:
Additional information received from reporter on 17-jun-2024, for mw5151863. This is an update to an existing MDR to add information that was obtained following the original submission. Manufacturer results: no samples were available for return so retention samples from the reported batch were tested for further evaluation. Visual inspection and rupture force tests were performed to determine the presence of a glue point and measure the strength of mechanical resistance. A set of fifty (50) needles from the retention samples underwent rupture force testing and were found to be compliant, with glue point resistance values exceeding the acceptance specification. Consequently, the needles conformed to iso 9626 standards. Therefore, the tested needles passed and met all specifications prior to release, including glue and cannula specifications, and no other similar complaints for this batch have been received to date.

Event description:
The needle of patterson disposable plastic hub needles became separated from the plastic hub and got stuck in patients mouth for five seconds. The clinic staff were able to remove the needle with forceps, which did not cause any injury or require any medical intervention.